Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the guidewire broke near the distal tip while being used with an rx cannula. It is unknown if any part of the guidewire detached. There were no patient complications and the procedure was completed with another jagwire. The patient's condition has been described as "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during the procedure the guidewire broke near the distal tip while being used with an rx cannula. It is unknown if any part of the guidewire detached. There were no patient complications and the procedure was completed with another jagwire. The patient's condition has been described as "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip was damaged, exposing the tip of the core wire. No corewire fracture or ptfe damage was noted. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip damage including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.